Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the investigation determined that the account completed the evaluation of the device. The repair was completed by the account receiving replacement parts for the malfunctioning load cells. (B)(4).